Event description:
Customer was having problems with the dc power adapter and allegedly noticed a smell of something hot/burning. No injury is alleged.

Manufacturer narrative:
RMA 859793963-r has been initiated for this issue. Model xpo100b, serial number/date code (B)(4) is approximately 3 years 2 months old. The user manual part number 1148112 rev d (dec-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer was having problems with the dc power adapter and allegedly noticed a smell of something hot/burning. No injury is alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1031452-2012-00011. The device, concentrator, model #xpo100, serial #(B)(4) was returned for an inspection. The age of the device was approximately 3 years old at time of complaint. The maintenance history of the device is unknown. The device was powered up and shut down after approximately 30 seconds showing an error code: high pressure. The process was repeated with the same result. Complaint could not be verified due to the device not running. A device history review was conducted and found no discrepancies. This device is used for treatment and not diagnosis. (B)(4) has been initiated for this issue. Model xpo100b, serial number/date code 08kf013898 is approximately 3 years 2 months old. The user manual part number 1148112 rev d (dec-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.